Manufacturer narrative:
(B)(4). A visual examination of the returned uphold¿ lite with capio slim confirms the event. The carrier is broken and the detached piece was not returned. Functional analysis reveals that the carrier of the capio slim suture capturing device does not extend completely. There is no damage to the mesh assembly. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The review and analysis of all available information fails to indicate a root cause or probable root cause. Therefore, the root cause of this complaint is undeterminable.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a previous prolapse correction procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the capio needle carrier detached outside the patient. Nothing was left inside the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a previous prolapse correction procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the capio needle carrier detached outside the patient. Nothing was left inside the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.